Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of guidewire fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that guidewire detachment occurred requiring additional intervention. The 22 mm long, 90% stenosed target lesion was located in the severely calcified and severely tortuous ostial circumflex with a diameter of 2.0 to 2.25 mm. A 1.25 mm rotapro and rotawire drive were selected for use. After the third ablation at 180,000 rpm distal to a 90 degree bend, the rotawire detached due to contact with the burr. The detached wire was left in place and a 1.75mm rotapro and additional rotawire were introduced to continue treatment. After three ablations at 180,000 rpm, the guidewires became entangled and the second wire detached. Per the physician, the second wire detachment was also considered to be due to contact with the burr. The entangled wires were securely compressed against the vessel wall with a non-boston scientific stent and the remaining fragments were retrieved via the normal method. The procedure was completed with a different device with no patient injury.

Event description:
It was reported that guidewire detachment occurred requiring additional intervention. The 22 mm long, 90% stenosed target lesion was located in the severely calcified and severely tortuous ostial circumflex with a diameter of 2.0 to 2.25 mm. A 1.25 mm rotapro and rotawire drive were selected for use. After the third ablation at 180,000 rpm distal to a 90 degree bend, the rotawire detached due to contact with the burr. The detached wire was left in place and a 1.75mm rotapro and additional rotawire were introduced to continue treatment. After three ablations at 180,000 rpm, the guidewires became entangled and the second wire detached. Per the physician, the second wire detachment was also considered to be due to contact with the burr. The entangled wires were securely compressed against the vessel wall with a non-boston scientific stent and the remaining fragments were retrieved via the normal method. The procedure was completed with a different device with no patient injury.